Manufacturer narrative:
Method: the device has not been received. Results/conclusions: the device has not been received. No product evaluation can be performed at this time. Relevant portions of the device history record were reviewed. Finished good product was received into inventory without quality issues. The product from this finished good lot and all of the components met surgical specialities (B)(4). Requirements throughout the incoming, mfg and the final inspection processes. No inventory available for the finished good lot reported. Needle supplier, which is our customer as well, was contacted to verify if there were any quality issues related to the needle batch used in the mfg of the lot reviewed. At the time of this report no response from the supplier has been received. The needle supplier has been made aware of this complaint for a continued investigation. Reference: (B)(4); item #(B)(4)stratafix spiral pdo knotless tissue control device; CT-1 0 pdo 20cm, lot mdpf350.

Event description:
It was reported that: "during a laparoscopic hysterectomy surgery, needle breakage occurred. The needle broke during sewing the vaginal stump. The breakage location on the needle is approaching the needle tail. The broken piece was retrieved from the pt. It was not reported what was used to complete the procedure. There were no adverse consequences to the pt reported." (B)(4).